Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that when he saw the refraction, he dilated the pt and noted the iol was rotated. The surgeon performed an iol rotation in a secondary surgical procedure. The surgeon reported the iol was probably placed at the wrong axis initially. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/20/2010 and 09/22/2010 by phone, fax or mail. A completed questionnaire was received on 09/29/2010. (B)(4).